Event description:
An infusion pump with depleted batteries. The event was reported to have occurred before use. No record of any patient incidednt involving the pump no patient injury had been reported.